Manufacturer narrative:
A patient experienced pain at the ipg site when walking was reported to abbott. It was noted that the patient had lost some weight, and the physician suspects the ipg is pushing on the cluneal nerve. As a result, the ipg repositioned, and placed higher up so it¿s not pushing on cluneal nerve. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned so it¿s not pushing on cluneal nerve with no complications. This report also contains product investigation.

Event description:
It was reported that the patient was experiencing pain at the ipg site when walking. It was noted that the patient had lost some weight, and the physician suspects the ipg is pushing on the cluneal nerve. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).